Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer inserted a trach tube on the patient on (B)(6) 2022and experienced a severe cuff leak on (B)(6) 2022. The issue was resolved with a premature trach change. All three (3) trach cuffs had been inflated to hospital-recommended 10cc of sterile water and all three showed obvious evidence of rapid leak when re-inflated with water outside the patient. The patient is on chronic home mechanical ventilator. In all, three episodes occurred and the issues resulted in sudden severe respiratory decompensation requiring immediate emergency tracheostomy tube change. Most recent episode developed leak after 30 hours post-insertion. All three (3) episodes have been actually life-threatening as the mechanical ventilator required for life support suddenly can not ventilate the patient with a large sudden cuff leak. In all three (3) cases, patient required immediate trach change, performed by family member who is trained as an emergency physician. Without prompt trach change, patient's condition would have deteriorated rapidly, with risk of death without proper ventilation and oxygenation. No permanent patient injury occurred. Patient experienced severe respiratory deterioration within two minutes, low oxygen saturation and tachycardia (120-140s).

Manufacturer narrative:
Other text: b5: additional event information. H6: event problem and evaluation codes: updated.

Event description:
Additional information received via customer response email 20-oct-2022: patient demographics provided.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three product samples were received for evaluation. Visual inspection found holes were detected in three samples; therefore, leaks were detected for three samples. No other analysis was performed. An internal CAPA was opened on january 5th, 2022, to address root cause investigation for inflation, leakage, and symmetrical issues. (Currently on investigation results phase) this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).